Manufacturer narrative:
Vyaire medical file identification:(B)(4). At this time, the suspect device has not been returned yet for evaluation. Therefore, root cause has not been determined yet. However, customer cross-checked unit with other working internal air compressor and avea is working fine. So internal air compressor was defective and needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator was having loss of air alarm coming on the screen. The reporter confirmed that there is no patient involvement associated on this event.